Manufacturer narrative:
Correction: manufacturing report 2017865-2021-14672 should not have been reported as a medical device report (MDR) as the malfunction reported was not associated with the lead manufactured by abbott.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase in capture threshold was observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.